Event description:
Facility technician is asked to check a chair that smells "hot." Tech finds a chair with heat/massage option not working. Checking the system he finds that the led in the heat portion of the membrane switch has failed, melting through the membrane cover. The tech replaces the switch. The heat/massage option works normally. Failed component was returned to champion for evaluation.